Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during implant, the o-ring was broken and was replaced with a new o-ring from a sterile vad from the manufacturer. The pump ((B)(4)) was not returned as it remains implanted in the patient; however, the o-ring was returned to the manufacturer for analysis. Patient outcome is unknown after attempts for further information. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The device was returned to the manufacturer for evaluation. Visual inspection showed that there may have been damage during installation procedure since there was evidence of cuts, scrapes, and some peeling on the surface of the o-ring. Based on open internal investigation, the most probable root cause for the o-ring damage may be attributed to user error during implant and variation in the sewing ring gap leading to difficulty when inserting the o-ring into the sewing ring. Heartware has an open investigation for these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that during implantation of a ventricular assist device (vad) on (B)(6) 2014 it was observed that the o-ring on the inflow cannula was broken. The vad was being implanted via a thoracotomy approach. It was noted that the surgeon had difficulty positioning the pump during implantation. When the pump was started it was observed that the o-ring was broken but the site was not aware of how the damage occurred. The site opened a new sterile vad provided by the manufacturer and exchanged the broken o-ring for a new o-ring. The site reported no procedural delay as a result of this damage. The vad remained implanted in the patient and the damaged o-ring was returned to the manufacturer for analysis.